Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as an MDR since the patient reported symptoms or physiological condition related to bone loss.

Event description:
The provider/patient reported the following: "they [candidpro] did movements on the lower front teeth that should have never been done and he had significant bone recession and loss. He is in refinements now to get them back in bone and will likely need grafts. Hopefully they stabilize."